Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one day post implant, the right atrial (ra) lead exhibited potential loss of capture and loss of sensing and was confirmed to be out of position on x-ray. The ra lead remains in use. No patient complications have been reported as a result of this event.